Event description:
The international customer reported that when operational check of the v60 vent was performed prior to use, the unit was turned on, but "vent inoperative machine and proximal pressure sensors failed, and "vent inoperative auto-zeroing of machine and proximal pressure transducers in post failed, were displayed and the device did not operate. After that, the device was restarted, then operated properly, but same issue occurred occasionally and the device did not operate. There was no patient involvement.

Manufacturer narrative:
Data acquisition pcba to motor controller (mc) pcba (printed circuit board) cable was replaced, and mc board retention bracket was attached to address the customer's reported problem. (B)(4).